Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the recoverable error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, customer encountered a recoverable fault on universal surgical manipulator (usm) 2 that did not recover. Customer stated they pressed recover and the error immediately returned. Customer tried moving the usm 2 to a new position and recovering from the fault but the issue remained. Technical support engineer (tse) recommended trying a hard reboot on the system. Customer performed 2 hard reboots on the system but the 32099 error on usm 2 returned. Tse explained they could try another hard reboot, disable usm 2 and proceed with arms 1 3 4, or bring in another patient side cart (psc) from another system. Customer brought in a new psc from another system. Customer powered on the system with the new psc connected and the system powered on and homed without any errors. The procedure was converted to another dv system with no reported injury.